Manufacturer narrative:
A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cs300 regarding gas loss alarm. It was verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. Hemodynamics and clinical picture, the alarm was likely caused by intubation with a peep greater than 8 paired with recent repositioning. There was no harm or injury reported.